Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the patient's anatomy. It was reported that during the initial implant procedure, the contralateral leg to the alto main body did not fill with polymer and the final angiogram showed a type 1a endoleak. The physician elected to implant a palmaz (non-endologix) stent to successfully resolve the endoleak. It was noted that the patient is not a candidate for open surgery. Note: based on a similar event(s) with the same failure mode (contralateral leg to the alto main body did not fill with polymer) occurring within the last two (2) years that did cause or contribute to death or serious injury of the patient and/or user, the device to this event could have contributed to a death or serious injury, and therefore this event is reportable.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak (resolved with non-endologix palmaz stent) and no fill of the contralateral gate are unconfirmed. This is not consistent with the reported adverse event/incident. The patient's p2-35 (average juxtarenal diameter) is 36.4mm (IFU requirement is less than 35mm); therefore, this is classified as an off label case. It is unclear if this contributed to the reported event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: describe event or problem has been updated date received by manufacturer has been updated investigation finding: remove code 3233 investigation conclusion: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the patient's anatomy. It was reported that during the initial implant procedure, the contralateral leg to the alto main body did not fill with polymer and the final angiogram showed a type 1a endoleak. The physician elected to implant a palmaz (non-endologix) stent to successfully resolve the endoleak. It was noted that the patient is not a candidate for open surgery.